Event description:
Caller alleged discrepant results compared with the lab. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The 3.2, 3.3 and 2.8 inr results were excluded from comparison test since no corresponding reference or repeated inratio inr value was provided. Analysis of the client's data revealed that all inratio and reference test result comparisons meet accuracy criteria. Mean of 5.75 inr is above 5.0, but the difference is less than 2.2. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. No strip lot info was provided by the customer. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.